Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited expired life expectancy of circuit board due to which supply pressure sensor does not work properly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to expired life expectancy of circuit board, the supply pressure sensor does not work properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.